Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows radiolucence and cysts around the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows radiolucence and some small cysts. This suggests loosening without migration of the implant. The pe cannot be assessed directly, but there are neither signs of breakage nor loosening regarding the pe. The talar component then shows loosening and small cysts indicating a loosening while there is no evidence of migration visible.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. ¿ a review of the labeling did not indicate any abnormalities.¿ indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. ¿ ¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.